Event description:
It was reported that noise and high, out of range (>3000 ohm) pacing impedance were observed from a competitor's lead. Loss of capture was also noted. The physician elected to explant and replace the lead to resolve the event.